Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed post-paced t-wave oversensing on the pacemaker (pm). Programming changes were made to resolve the issue. The patient was asymptomatic and stable.